Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, atrial undersensing was observed for supraventricular tachycardia. No symptoms were reported. No programming changes were made. Patient was stable.